Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that yesterday they had noticed a change in their implant charge frequency. Caller stated that they would charge their ins every morning to 100% and normally it would be 70% or 80% when they wake up in the morning and for a while it was at 50%, but now it was only at 30% when they woke up. Caller also stated it takes over 2.5 hours to charge their implant from 30% to 100%. Caller confirmed no changes had been made to their stimulation recently. Agent confirmed all external equipment was operating as intended and redirected to hcp / rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the circumstances that led to the implant depleting quicker was a change in device programming. The settings were changed at the doctors office. The settings were corrected and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.